Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported via a manufacturing representative that the implantable neurostimulator (ins) depleted earlier than expected. The ins only lasted 27 months, which was much less than the 60 months of the prior ins. The ins was programmed to c+, 2-, 3- at 3.9v, 60 usec, and 180 hz and c+, 6- at 2.0v, 60 usec, and 180 hz. Impedances were measured to be within normal range. The ins was replaced and the issue was resolved.

Manufacturer narrative:
(B)(4). Device analysis for ins (B)(4) revealed no significant anomaly. The battery reached normal end of life. Telemetry and output okay.